Event description:
Pt admitted to hospital on 7/10/97 with chest pain. Found to have anterolateral wall mi. On 7/11/97 he went to the cardiac cath. Lab. Dr placed a j&j biliary stent on an acs comet vp balloon, to stent a prox. Svg. Stent slid back on balloon while trying to advance it into the graft. Stent was still on the balloon, but would not pull back into the guiding catheter. Guide & stent pulled down into right iliac artery and stent deployed. Stent post dilated with a peripheral balloon. Svg dilated several more times with good results. A stent was not deployed in the svg. Good angiographic results after ptca.